Event description:
It was reported the non pre-loaded zcb00 model intraocular lens (iol) was cracked. There was patient contact with the iol however, the extent is unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.